Event description:
Boston scientific received information that this patient expired during an initial implant procedure. The right ventricular (rv) lead had been implanted, and they started pacing/testing the lead. After they stopped pacing the patient's intrinsic rate was around 60 bpm, however shortly after the intrinsic rate decreased from the 60's into the 30's and the patient's blood pressure dropped. Pacing was initiated at a rate of 75 ppm. A stat echocardiogram was ordered and revealed no perforation. It was noted that the patient had gone into acute right sided heart failure with no rv wall movement observed. A cardiac catheterization was performed along with insertion of an inter-aortic balloon. However the patient continued to deteriorate and expired. It was reported there were no allegations from the physician against the boston scientific lead. The rv lead was left implanted per hospital policy.

Manufacturer narrative:
This lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.